Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device had been reprocessed using a non-olympus automated endoscope reprocessor, soluscope serie4, and sometimes manually disinfected with peracetic acid. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the subject device tested positive for comamonas testosteroni (1cfu/endoscope). The testing result was target level in the french guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The air/water channel: microcoque and corynebacterium. (The total cfu of the microcoque and corynebacterium is 7cfu/100ml). The auxiliary channel: enterobacteria group kes (innumerable / 100ml). The instrument channel: microcoque (22cfu / 100ml). The suction channel: microcoque (4cfu / ml). The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.